Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the console involved with this complaint to perform failure analysis. The console was returned for failure analysis for error 23062, which was confirmed but not replicated. After reviewing system logs, 23062 errors were found, confirming the fault occurred in the field. The following testing was conducted as a means of evaluating the health of the console to attempt to identify any issues that could be related to the return. Upon visual inspection, no issues were found that would be related to the reason for return. All carts returned as part of this complaint were assembled and tested together. The system was powered on in normal mode without triggering any faults or errors. The system was driven, friction tested, and power cycled over 100 times without triggering any faults or errors related to the reported event. All joints were actuated, all buttons and switches were exercised, and the system had functioned as designed. As a result of this investigation, failure analysis has concluded that the left master tool manipulator (mtm) was found to be the root cause of the reported event. While the failure was not replicated during in-house testing of the system, the error observed in the system logs point to a potential issue with the mtm.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tower involved with this complaint to perform failure analysis. After reviewing system logs, it was found that no current errors were present that would be related to the reported issue. All data showed that the system was functioning as designed at the time of system replacement. All carts returned as part of this complaint were assembled and tested together. During visual inspection, no issues were identified that would be related to prior complaints. The system was powered on in normal mode without triggering any faults or errors. All buttons and switches were exercised, and the system had functioned as designed. The reported error was replicated in 1 out of 100 power cycles pointing to the video image processor (vip) as the suspected subassembly.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the robot involved with this complaint to perform failure analysis. A review of the system logs indicated that the system was functioning as designed at the time of system replacement. Upon visual inspection, no issues were found that would be related to the reason for return. All carts returned as part of this complaint were assembled and tested together. The system was powered on in normal mode without triggering any faults or errors. The system was driven and power cycled 100 times without triggering any faults or errors. All joints were actuated, all buttons and switches were exercised, and the system had functioned as designed.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales associate (csa) called to inform the site was experiencing a hand control error. The technical support engineer (tse) viewed events and noted an error 23062 on the left master tool manipulator (mtm). The site attempted to hit retry, but the fault returned. The tse had the site perform hard reboot and the system faulted with the same error. The site was able to recover the fault after the reboot and continued with the procedure. The tse informed the caller that the fault could return. The csa called back to inform that shortly after system reboot on the same procedure, the left mtm stopped working again, at which point the surgeon opted to convert to laparoscopic. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the issue occurred during the procedure. There was no harm to the patient due to the procedure conversion to laparoscopic. They did add any new port site incisions due to the conversion.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The entire system was swapped out for a new system. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.